Event description:
It was reported that upon opening the package, the side rail release handle was broken with possible sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that upon opening the package, the side rail release handle was broken with possible sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the release handle does not meet the definition of a medical device, per 21 u.s.c. 321(h); therefore, device reporting is not required for this complaint.